Event description:
The report we received from our affiliate indicated that, during the second dilatation of a lesion in the left sfa, the balloon ruptured at nominal pressure. An anterograde approach was used via the left femoral. The target lesion was severely calcified and tortuous, as well as 100% stenosed. There was no report of any adverse consequence to the patient. As per the reporting affiliate, there was no information regarding how the procedure was completed.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the left superficial femoral artery, the balloon was reported to have ruptured. The vessel was described to be severely calcified with mild tortuosity and a 100% stenosis. There was no reported patient injury. With the information available and without the return of the product, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact. No product was returned for analysis. Manufacturing records for the lot involved were reviewed and the results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass.